Manufacturer narrative:
Analysis of the catheter revealed the catheter was incomplete and returned in segments. The catheter passed all acceptable testing. The guide wire was still inserted into the catheter's distal portion and distal tip. It was noted that it was possible that the bends had occurred during packaging of the catheter when it was returned to the manufacturer for analysis.

Event description:
It was reported that during the operation, csf efflux was confirmed after needling. The catheter was inserted and guide wire was pulled out, but csf was not run off. The physician conducted the same maneuver once again, but csf was not confirmed. Therefore the catheter was flushed with saline. However, there seemed to be some friction. It was reported that saline did not come out of the tip of the catheter and clogging was suspected. The medication used within the system was gabalon. No additional information was available at the time of this submission.

Manufacturer narrative:
Product ID 8781, lot # 0206042800, product type catheter. (B)(4).